Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer stated that the pump was exposed to water on a water ride at sea world. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted during testing. Motor error alarms were not verified due to unresponsive buttons. The motor was tested the outside the device and it passed. The insulin pump had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.